Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer purchased reach johnson and johnson floss, mint waxed, for oral hygiene (route dental, lot number 1223d, frequency and expiration date unspecified). She mentioned that the metal cutter broke off entirely from the container which included the inner parts or plastic assembly of the device, however, the plastic insert that holds the spool of floss did not pop out. She tried to re-insert the broken part, however, she could not fix it. She mentioned that she was not able to dispense the floss properly. This report had no adverse event. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-sep-2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer purchased reach johnson and johnson floss, mint waxed, for oral hygiene (route dental, lot number 1223d, frequency and expiration date unspecified). She mentioned that the metal cutter broke off entirely from the container which included the inner parts or plastic assembly of the device, however, the plastic insert that holds the spool of floss did not pop out. She tried to re-insert the broken part, however, she could not fix it. She mentioned that she was not able to dispense the floss properly. This report had no adverse event. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 03-nov-2013: lot number provided by the consumer was valid. The sample has not been received. A review of the complaint data revealed no unfavorable trends and no trend involving lot number. However, the complaint volume in one year was comparable to the shipment quantity. Review of the complaint data, batch record report and manufacturing related issues and retain sample evaluation did not indicate that the device failed to meet specifications and also demonstrated adequate control in manufacturing process. Disposition was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 10-oct-2013. This closes out this report unless other additional significant information is received.